Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this pacemaker device estimated battery longevity dropped from 5 years, 5 months to 2 years, 5 months. All other measurements where within normal range. The device remains implanted. No adverse patient effects were reported. Additional information was received a technical service (ts) consultant reviewed device data and confirmed that the device is depleting prematurely and recommended replacement in the near future. The device remains implanted. No adverse patient effects were reported.